Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Ins serial number confirmed. Regarding cause, it has not yet been determined, they have heard from the doctors that the posture taken when setting the adaptive pressure might be the cause, or that the body shape has changed due to eating well and feeling better after surgery. Since the patient is scheduled to see the doctor again on (B)(6), it is expected that the problem will be resolved by adjusting the ratio of standing and reclining posture or by readjusting the posture again.

Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during posture checks, even when standing upright, the display shows 'reclining,' and when bending the waist, the display changes to 'upright.' This was not the case a month ago. After increasing stimulation while standing upright, it completely stops after about 5 to 10 minutes. "Cannot maintain posture" was noted. There were no known environmental, external, and patient factors that may have caused the event. A consultation was asked with the physician, but they wanted to confirm the settings with the area manager for now, rather than the physician who did not set them, so he asked the area manager to handle them. The issue was not resolved at the time of the report. No health damage was reported.

Event description:
Additional information was received. The doctor said that they thought the issue was because the patient was eating a lot and his body shape had changed because he was healthier than before. They reoriented the adaptive posture to adapt to the current situation, and the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.